Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) a patient went to the hospital for a cholecystectomy. Just prior to the surgery, the patient was intubated with the tracheal tube but the balloon deflated due to a reported possible perforation. The patient was reintubated without any reported harm. The affected sample will not be returned as it was discarded by the customer.